Event description:
It was reported that the customer broke their belt clip and the insulin pump subsequently fell and hit the floor. Advised customer that the insulin pump would be replaced. The customer's blood glucose was 400 mg/dl at the time of the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.